Event description:
It was reported via repair work order that the brakes could not be engaged due to missing head end and foot end brake pedal as a result of damaged roll pins. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.